Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the customer was received on july 10, 2017 as follows; after capsule placement an endoscopy was performed and the capsule was in the stomach. The endoscope did not touch the bravo capsule. Retrieving the capsule was not possible and a repeat procedure was performed. The patient is reported to be in stable condition.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient¿s esophagus. The account reported that application of a bravo capsule was performed without incident. During examination, a constant negative pressure of 600mmhg over 35 seconds was given. However, when checked with an endoscope, the capsule was not attached to the esophagus. Additional information was requested from the reporter. Should we receive this additional information, a supplemental will be submitted.